Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 1999. Two-three yrs later, pt started experiencing leg pain and turning of foot upon walking. Pt started using a cane to assist walking, due to pain and control. Pt had revision surgery performed in 2005.